Manufacturer narrative:
The customer returned their meter and vials of test strips. A visual inspection of the meter, the test vial, and the test strips showed no visible defects. The returned test strips were measured with the returned meter in comparison with the current test strip master lot # 28632180. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 41%, donor 2 hct: 43%. Testing results: donor #1: retention meter and master lot strips: 3.2 inr, returned meter and customer strips vial 1: 3.1 inr, returned meter and customer strips vial 2: 3.1 inr. Donor #2: retention meter and master lot strips: 3.2 inr, returned meter and customer strips vial 1: 3.0 inr, returned meter and customer strips vial 2: 3.0 inr. Relevant retention test strips (lot 393936) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Upon review of the meter memory, on (B)(6) 2019 at 21:46 a meter result 0.9 inr obtained. Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4). At 9:50 pm the meter result was 3.7 inr. (Meter memory has a time of 22:15) at "10:99" pm the meter result was 2.2 inr. (Meter memory has a time of 22:20) a different finger was used for each result. The customer therapeutic range was provided as 2.5 inr. The customer mentioned having issues with fluctuating values but the customer did not provide any specific results. The customer also said that they have had trouble with error 5 messages. This error message indicates that not enough blood is being applied to the test strips. There was no allegation of an adverse event. The customer switched from prasugrel to clopidogrel about 3 to 4 weeks ago.